Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had high impedance on electrodes 2-4. The patient reported a having a fall .the patient was programmed around the electrodes to cover the pain. No further complications were reported or anticipated. The issues were resolved. No further complications were reported or anticipated. No symptoms were reported.